Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013 in site #10 (type iii bone). Primary stability was achieved. Osseointegration was not achieved. Foot oral hygiene and an immediate extraction site were involved in the event. The clinician states an extraction of the root tip in (B)(6) pt. The implant was removed on (B)(6) 2013. Medical history: no significant findings.